Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The ma signals were nulled and the filament calibration completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not fluoro due to high ma errors. There was no adverse patient involvement reported. There was no patient information reported.